Event description:
It was reported that the previous reservoir migrated from the desired place. The patient underwent a surgical procedure in which his reservoir was explanted and replaced. The patient is fully recovered.